Event description:
The manufacturer received information regarding a dreamstation device. The customer reports that there is a check power error and there is discoloration of the case where the power connects that could be burn marks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.